Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal failed to deploy. A second seal cracked while loading into the delivery tube. A third heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.